Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown bone cement; unknown knee tibial insert component; unknown knee femoral component; unknown knee patella component.

Event description:
Patient was revised to address swelling, pain and loosening of the tibial component at the cement to implant interface. Cement manufacturer unknown. Doi: (B)(6) 2016, dor: (B)(6) 2018 unknown side.